Event description:
It was reported, "the fat tissue close to retromammary space was not removed." No injury or misdiagnosis reported. The investigation determined that the incomplete subtraction was due to low k value from k calibration. The clinal cases were reprocessed with new k factors and the k factor value was updated manually.